Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the patient had been experiencing elevated blood glucose (bg) up to 368mg/dl with trace ketones since changing the insertion site the previous morning. The reporter stated that the supplies were changed in response to the elevated bgs, and a large air bubble was observed in the cartridge. The customer has reportedly trained on cartridge use and troubleshooting did not indicate any misuse of the product. The reported bg excursion does not meet the definition of a serious injury. This complaint is being reported due to the allegation of air bubbles in the cartridge with unknown cause.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.